Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7137353.

Event description:
It was reported that the patient was experiencing weakness in the legs after two days of starting the trial. The physician did not believe that the trial procedure caused the neurological symptoms, nor it was device related. The patient underwent an early lead pull. The patient was doing well. The explanted trial leads were not returned.